Event description:
Case description: investigation results: novopen echo, batch number: evg4140-1. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. All mechanical functions are normal. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Name: novorapid penfill, batch number: ft65147. The returned penfill was tested for delivery with a novopen 4. The penfill was able to deliver. A visual examination of the returned product was performed. The cartridge was seen to be partly empty. Furthermore, the piston had been pushed forward from the initial position. It is concluded that the cartridge was emptied in a normal manner after it left novo nordisk a/s. The insulin was chemically tested and the results were within the specifications. Parameters identity, assay and degradation were examined. The result was within acceptable limits. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Since last submission, the case has been updated with the following: -suspect device batch number updated and expiration date added. -investigation results. -manufacturers comment updated. -narrative updated accordingly. Manufacturers comment: 14-mar-2017: since no faults were found on the returned device (novopen echo and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus (B)(4). Investigation results: novopen echo, batch number: evg4140-1. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. All mechanical functions are normal. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Name: novorapid penfill, batch number: ft65147. The returned penfill was tested for delivery with a novopen 4. The penfill was able to deliver. A visual examination of the returned product was performed. The cartridge was seen to be partly empty. Furthermore, the piston had been pushed forward from the initial position. It is concluded that the cartridge was emptied in a normal manner after it left novo nordisk a/s. The insulin was chemically tested and the results were within the specifications. Parameters identity, assay and degradation were examined. The result was within acceptable limits. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) severe hypoglycaemia [hypoglycaemia]; device was defective [device defective]; overdosed [accidental overdose]; hypoglycaemias [hypoglycaemia]. Case description: this serious spontaneous case from (B)(6) was reported by a medical doctor as "severe hypoglycaemia" beginning on (B)(6) 2016, "device was defective" beginning on (B)(6) 2016, "overdosed" beginning on (B)(6) 2016, "hypoglycaemias" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "type 1diabetes mellitus" and novorapid penfill (insulin aspart) from unknown start date due to "type 1 diabetes mellitus". Patient's weight, height and bmi (body mass index) were not reported. Medical history included type 1 diabetes (since (B)(6) 2016). Concomitant products included - novorapid penfill (insulin aspart) solution for injection, 100 u/ml, lantus(insulin glargine). It was reported that patient was highly responsive to treatment with insulin and she presented with hypoglycemia since the debut, but the patient recovered easily from the episodes. It was reported that in (B)(6) 2016, a new novopen echo was provided and the patient presented with severe hypoglycaemias with difficult recovering. The patient went to the emergency services several times and was hospitalized (date unknown). The physician observed that the penfill lasted less than normal. The doctor suspected that the device was defective and the patient was being overdosed. Action taken: on (B)(6) 2017 a new device was provided to the patient. On (B)(6) 2017, at the time of report, the patient continued hospitalization. The outcome for the event "severe hypoglycaemia" was not recovered; the outcome for the event "device was defective" was not reported; the outcome for the event "overdosed" was not reported; the outcome for the event "hypoglycaemias" was recovered.

Event description:
Case description: (B)(6). It was reported that the patient administered the treatment under supervision (sometimes injected by parents). The patient did not make changes in her lifestyle. The outcome for the event "severe hypoglycaemia" was recovered. The outcome for the event "device was defective" was not reported. The outcome for the event "overdosed" was not reported. The outcome for the event "hypoglycaemias" was recovered. Investigation results: name: novopen echo, batch number: evg4140-1. Pen received with penfill mounted. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. All mechanical functions are normal. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Name: novorapid penfill, batch number: ft65147. The returned penfill was tested for delivery with a novopen 4. The penfill was able to deliver. A visual examination of the returned product was performed. The cartridge was seen to be partly empty. Furthermore, the piston had been pushed forward from the initial position. It is concluded that the cartridge was emptied in a normal manner after it left novo nordisk a/s. The insulin was chemically tested and the results were within the specifications. Parameters identity, assay and degradation were examined. The result was within acceptable limits. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Since last submission, the case has been updated with the following: -patient's weight, height and body mass index (bmi) updated. -outcome of severe hypoglycaemia updated to recovered. -investigation results updated. -narrative updated accordingly.